Event description:
Two pt samples with discrepant results. Pt 1, initial glucose result gave 3 mg/dl, same sample repeated twice on different analyzers gave 94 & 79 mg/dl. A new sample was redrawn and run on another analyzer, giving mg/dl. Pt 2, initial total bilirubin result gave 0.3 mg/dl. The same sample repeated on another analyzer giving 6.1 mg/dl. Pt 1, no erroneous results reported. Pt 2, erroneous result reported. Pt not adversely affected. The field service rep determined the cause to be a leaking reagent probe that leaked water on reagent cassettes. The reagent cassettes were removed and the reagent probe inspected. Performance tests were performed which were within specification.